Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited out of range pacing impedance since (B)(6) 2020 resulting in a lead safety switch (lss). Boston scientific technical services (ts) reviewed the data and confirmed that this pacemaker oversensed noise on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced asystole episodes greater than two seconds. Physician reprogrammed the rv lead configuration to bipolar configuration. After the reprogramming, no further episodes were recorded. Technical services (ts) discussed troubleshooting options. This pacemaker and rv lead remain in service. No adverse patient effects were reported.